Manufacturer narrative:
Hamitlon medical ags concluison for the event is: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital say: on (B)(6), 2023, ventilate the patient with a ventilator; on (B)(6), 2023, during use, the ventilator suddenly showed an alarm prompt of "respiratory tube detachment" and the ventilator did not supply air. Hospital analysis: 1. Possible product quality issue; 2. Unable to determine.